Manufacturer narrative:
(B)(6).

Event description:
A hemodialysis facility has reported an allergic reaction to the dialyzer. It was reported that the pt exhibited nausea, heaviness in the chest, and a headache approximately after undergoing 60 minutes of the treatment. The pt was given 25 mg diphenhydramine and the blood was returned. The pt resumed dialysis with use of a different manufactured brand of dialyzer. The pt was given another 25mg IV dose of diphenhydramine when the treatment resumed. There is no sample and the pt continues dialysis with use of the different manufactured brand of dialyzer.